Manufacturer narrative:
Evaluation of the returned 3maxc confirmed stretching on the distal shaft. If the device is forcefully retracted against resistance, damage such as stretching may occur. During functional testing, a demonstration guidewire was unable to be advanced through the 3maxc due to the stretching on the distal shaft. The root cause of resistance during the procedure could not be determined. Further evaluation revealed an ovalization near the distal tip. This damage was likely incidental to the reported complaint. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text: placeholder.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the m1 segment of the middle cerebral artery (mca) using a penumbra system 3max reperfusion catheter (3maxc), a penumbra system ace 68 reperfusion catheter (ace68), a neuron max 6f 088 long sheath (neuron max) and a guidewire. It was noted that the patient anatomy was tortuous. During the procedure, the physician placed a neuron max and an ace68 into the patient. Then the physician used a 3maxc as an intermediate catheter and injected contrast through it. Afterwards, the physician experienced resistance advancing a guidewire over the 3maxc and decided to remove all devices. Upon removal of all devices, it was noticed that the mid-shaft of the 3maxc was stretched. It was reported that the physician did not continue to use the ace68 because the ace68 could not pass to the ophthalmic artery. Also, no damage was noted on the ace68 upon removal. The procedure was completed using the same neuron max and stenting. There was no report of an adverse effect to the patient.